Event description:
Information received from upper extremity sales team: coracoid fracture happened during the case when dr. Put the clamp onto the coracoid during the mako rsa. Update: the coracoid clamp was applied using the common shoulder driver. When the pa tightened the common shoulder driver the coracoid fractured. Nothing unusual about the use of the common shoulder driver- just the handle was tightened to firmly. Fracture did not seem to be too severe and was fixed with some fiber wire.